Event description:
Upon installation, the customer observed that the replacement flex cardio device experienced issues with sweep speeds. The device was in use on a patient. There was no report of patient or user harm.